Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh due to pop. It was reported that the patient underwent revision of mesh on (B)(6) 2007 and mesh was eroded and excised. It was reported that the patient underwent rectocele repair procedure and mesh was excised. It was reported that the patient experienced infection, urinary problems, bowel problems, fistula, recurrence, bleeding, neuromuscular problems and vaginal scaring. (B)(4).

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2005 and mesh was implanted; and on (B)(6) 2006 mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.